Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the lcd monitor power went out during use. The device was inspected before use, the issue was found during an unspecified procedure which was completed with the same device, and without delay. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power failure was due to failure of the power supply printed circuit board (g1 board). Olympus will continue to monitor field performance for this device.